Event description:
It was reported that the catheter fractured. A 2.1mm jetstream xc catheter was selected to treat stenosis in the distal superficial femoral artery (sfa) and proximal popliteal artery. The target lesion was 80-90% stenosed with moderate to severe calcification and moderate tortuosity. When the catheter was introduced into the patient, the mid catheter fractured. The device was removed intact and exchanged for a new 2.1mm jetstream catheter. The procedure was completed and there were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually and microscopically examined for any shaft damage. Visual examination showed buckling/kink located 52cm from the tip. The device was set-up and functionally tested per the IFU. The device primed and functioned as designed. The device was run for a period of 2 minutes in the blades up and down modes with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter fractured. A 2.1mm jetstream xc catheter was selected to treat stenosis in the distal superficial femoral artery (sfa) and proximal popliteal artery. The target lesion was 80-90% stenosed with moderate to severe calcification and moderate tortuosity. When the catheter was introduced into the patient, the mid catheter fractured. The device was removed intact and exchanged for a new 2.1mm jetstream catheter. The procedure was completed and there were no patient complications.